Manufacturer narrative:
Pump received with no down button response due to unlocked j2 keypad connector on lcd board. No button error alarm noted during testing. Pump received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer reported installing new batteries on the insulin pump to no avail. No additional information was provided.